Event description:
It was reported that during a stenting treatment procedure a product mix-up occurred. The target lesion was located in the mid right coronary artery (rca). The physician ordered a 3.0x16mm bare metal stent; however, he was handed a taxus liberte stent instead and the device was implanted in the lesion. The procedure was successfully completed with no patient complications reported and the patient's condition is okay. The patient is on aspirin and plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).